Event description:
It was reported that the pump was not working properly. There was no reported impact to the customer's blood glucose level. No additional information regarding the issue was provided. Reportedly, customer continued to use the pump for insulin therapy.